Event description:
During post-dilation of a previously placed stent in the carotid artery, the balloon was reported to have ruptured. There was no info regarding the vessel characteristics. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. After successful pre-dilatation using the balloon and stent deployment, the product was advanced over the guidewire and through the sheath introducer to the lesion. The balloon was inflated using an indeflator. However, the balloon ruptured at nominal pressure during the post-dilatation. Therefore, it was withdrawn from the pt's body, and another balloon catheter was used to successfully complete the procedure. The product was prepared and clinically used as per the instruction for use (IFU). There was no reported pt injury.

Manufacturer narrative:
Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states slalom pta dilatation catheters and the reported event meets reportability criteria for a maflunction type of reportable event. The product was not returned for analysis and evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly parts and review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event.